Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported that their pump did not alarm, and that their blood glucose levels went down when they used a different pump while hospitalized. Troubleshooting was not completed but the pump passed a displacement test and had no other alarms. No further details were given. The insulin pump will not be returned for analysis.